Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that resistance was felt while advancing the mini vision into the guiding catheter. When the product was retrieved out of the guiding catheter, it was noticed that the stent was dislodged from the balloon. The stent was located on the distal shaft, proximal to the balloon. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was loose on the sds, with the distal end of the stent implant over the proximal seal. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. A leser micrometer was used to measure the stent implant outer diameters. The outer diameters did not meet manufacturing criteria. The stent implant outer diameters were measured. All the measurements were oversized. The sds was advanced through a new viking 6f guiding catheter with resistance noted, as the sds was removed from the guiding catheter, the stent implant caught on the distal end of the guiding catheter. Product performance engineering reviewed the incident information and analysis of the returned rx mini vision sds. It was reported that resistance was felt with the sds during advancement in the guiding catheter. After removing the sds from the guiding catheter, the stent was noted as dislodged from the balloon and located on the distal shaft. Analysis of the sds confirmed the stent was found loose on the shaft with the distal end over the proximal seal; however, crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The presence of contrast in the inflation lumen suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose and the outer diameters to be out of specification, as noted during the analysis. The sds was advanced into a new guiding catheter without resistance; however, upon removal, resistance was encountered. The stent got caught on the distal end of the guiding catheter. This is likely due to the stent already being dislodged on the shaft and the outer dimensions being oversized. The used guiding catheter was not returned for evaluation, which may have assisted with the investigation. A conclusive root cause cannot be determined; however, there is no indication of a manufacturing quality issue. The lot history records were reviewed, and there were no non-conforming material reports issued for this lot that were related to the reported dislodged stent or the resistance encountered. This MDR is considered closed by the product performance group.